Event description:
Initial info was received from a physician via a company representative and received by (B)(4) on (B)(4) 2011: a consumer of unk sex and age received treatment with poly-l-lactic acid (sculptra) no dosage info was provided on unk date for no indication was provided. The physician showed the sales representative pictures and they were horrible. The pt has temporal granulomas on both sides. No medical history or concomitant medications were reported. No further relevant info was reported. (B)(4).